Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 360 mg/dl, 155 mg/dl, and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Same case as mfg# 2134265-2010-02346. It was reported that during a percutaneous coronary intervention, a dissection occurred. The physician was treating in-stent restenosis of a previously placed stent located in a mildly tortuous mid left anterior descending artery. A 2.50x20mm apex balloon was advanced and the distal end of the stent was dilated multiple times. During the last inflation attempt, a dissection occurred. The dissection was treated with 45 minutes of balloon tamponade using a shorter apex balloon catheter and reversal of anticoagulant medication. There were no further patient injuries or complications reported. Patient status is listed as ¿ok.¿